Event description:
Reported via social media it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. As the watchman closure device was being released, a thrombus measuring 1/2 inch was observed attached to the outside of the threaded insert on the watchman device. The physician attempted aspiration but was unsuccessful at removing the thrombus. Additional heparin was administered, and the patient was placed on a higher dose of xarelto for two weeks. Five weeks following implant, the patient returned for a transesophageal echocardiogram (tee) which confirmed resolution of the thrombus. It was further reported that when the thrombus was observed, the activated clotting time (act) was 288. Additional heparin was administered, and the act was >400. Throughout the procedure the act was maintained at >250 and final act was 268. Protamine was not administered.

Manufacturer narrative:
B3: event date corrected d4: lot number provided d6a: implant date corrected implanting facility: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
Reported via social media. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. As the watchman closure device was being released, a thrombus measuring 1/2 inch was observed attached to the outside of the threaded insert on the watchman device. The physician attempted aspiration but was unsuccessful at removing the thrombus. Additional heparin was administered, and the patient was placed on a higher dose of xarelto for two weeks. Five weeks following implant, the patient returned for a transesophageal echocardiogram (tee) which confirmed resolution of the thrombus. It was further reported that when the thrombus was observed, the activated clotting time (act) was 288. Additional heparin was administered, and the act was >400. Throughout the procedure the act was maintained at >250 and final act was 268. Protamine was not administered.